Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2016 with the following findings: the black box showed a pump reboot on 01/10/2016 at 22:41; when the pump was powered on, the date was set to 01/10/2016, but time was incorrectly set to 00:00. The pump ran on the incorrect time until the end of use. The pump was exercised for 24 hours with a 1.00unit/hour basal rate; at the end of testing, the basal history correctly showed 1.0unit and total daily dose showed 24.0 units. There were no errors, alarms or warnings during testing. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. During troubleshooting, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.